Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that a clinical sales representative (csr) called in off-site to report that the customer indicated the blue fiber jack on the surgeon side console (ssc) was not functioning. The customer confirmed that the blue fiber cable was working; however, the jack itself was not. No further information was available.